Event description:
A report was received that alleges that the tracheostomy tube detached from the inflation line after 6 days in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.